Manufacturer narrative:
Patient weight is not available from the facility. The device was returned to the manufacturer for evaluation. Upon visual inspection and simulated use testing, it was found that there was a blockage at the hub when using a 0.035 guidewire. A 0.018 guidewire passed the hub but resistance was felt in the working length due to a bunching of the device that occurred during device return.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon lumen was found not to be patent, and could not be loaded onto the guidewire. The patient was not affected by this issue.